Manufacturer narrative:
Concomitant medical products: 1142t  lead - implanted (B)(6)1994 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that the remote monitor and the implantable cardioverter defibrillator (ICD) was unable to establish telemetry. No troubleshooting indicated. The patient was referred to the clinic to get the implanted device checked. The remote monitor and the device remains in use. No patient complications have been reported as a result of this event.